Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material on the adhesive around the light guide lens and on the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields:h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material, or stain has adhered to the forceps elevator and foreign material has adhered to the glue of the light guide; the type of the material cannot be identified. Three (3) good faith efforts were sent to the customer; however, they did not provide their reprocess processes. The section of the device where the foreign material remained had no physical damage. We could not specify the root cause of the material remaining in the device. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual ¿tjf-q190v operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿tjf-q190v reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance for this device.